Event description:
Additional follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the ipg was explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
(B)(4) this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient's ipg unintendedly turns off by itself at random times (date of event unknown). The patient has to turn it back on. Surgical intervention will be taken at a later date to address the issue.